Event description:
Customer reported erroneous test results were generated for the white blood cell (wbc) and hemoglobin (hgb) tests for one patient sample when using the coulter lh 750 hematology analyzer. The initial test results for wbc and hgb were questioned by the laboratory and the sample was retested with correct test results obtained. The retest results were reported out of the laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no reports of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer did not provide information for patient's weight. The phone number for the initial reporter is (B)(6). On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and reported that he replaced parts as he suspected that there was an issue with the aspiration path and the cbc lyse pathway. The following parts were replaced: aspiration pump tubing, the aspiration pump, cvl87 (reticulocyte blood segment valve), the shaft of the blood sampling valve (bsv), pm7 (cbc lyse pump), vl67b and vl12d (the wbc bath drain valve). The failure of these parts may have contributed to the reported event.